Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. Complainant was unable to provide details regarding this issue; including date events occurred. Complainant has confirmed that product lot number is not available; not able to be retrieved. In addition, he provided contact info for (B)(6); the infection prevention and employee nurse at (B)(6) as a contact for add'l info. Three outbound follow up calls were placed at 949; 1243 and 1422 (3 messages left on machine). Lastly, an outbound call was placed on (B)(4), territory manager, at (B)(4) with details of this case. Convatec will continue to track and monitor such complaint according to convatec inc's complaint handling and CAPA procedures. No add'l pt/event details have been provided to date. Should add'l info become available, a follow up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific mfg site. A return sample for eval is not expected. (B)(4).

Event description:
It is reported that the balloon leaked with two (2) fms products.